Manufacturer narrative:
Follow-up #1: date of submission 5/04/2017 device evaluation: the cartridge has not been returned; a retained sample from the reported cartridge lot was pulled and evaluated by product analysis with the following findings: the cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge including the luer connection and the o-rings. A cartridge force test was completed with all of the cartridge force measurements within required specifications. A lot review investigation of the incoming cartridges per lot was completed prior to release of this lot and ensured that all cartridges passed for this lot.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 2 or more times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/18/2017 with the following findings: a review of the black box showed loss of primes, with force readings not reaching zero. The rewind, load, and prime steps were performed successfully with no alarms. The force sensor calibration test confirmed the force sensor was detecting the correct force. The pump was run for 24 hours with no loss of primes. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.